Event description:
A customer contacted beckman coulter inc. (Bci) regarding incorrect phos results generated by the unicel dxc 800 pro synchron clinical systems. The erroneous results for 12 patients were reported outside of the lab. Upon repeat on another instrument higher results were obtained and reports for the 12 patients were amended. Two patients were treated, one with a phos IV and one with a phos bolus. The laboratory is not aware of adverse consequences to either patient.

Manufacturer narrative:
Samples were serum and the serum indexes were acceptable. On (B)(6) 2010 the qcs had all been out. The customer performed phos lamp calibration and calibrated the chemistry. Qc is run every 4 hours and was acceptable on (B)(6) 2010. Later that day customer performed weekly maintenance and the calibration following the maintenance failed. The customer noticed that the phos cup was leaking and called for service. A field service engineer (fse) replaced the reaction cup and adjusted the lamp and heater. The fse calibrated phos. Calibration and qc results were within specifications. The repairs appear to have solved the problem.